Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a high heart rate while sitting quietly. The physician thought it may have been due to the rate response feature. The patient's intrinsic rhythm had frequent premature atrial contractions. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.